Manufacturer narrative:
Product analysis the device was returned in a deployed state with the manifold safety locking pin mechanism loosened and the stent returned separately, the device was identified as 200mm from the strain relief, the stent was broken, deformed and it was returned in two parts, a major part of the stent was confirmed and measured as 195mm, the deployment paddles are approximately 227mm apart the distal inner assembly was cut just proximal to the stent retainer to allow further testing. Witness marks were noted on the stainless steel hypotube approximately 28mm and 30mm from the distal end of the stainless steel hypotube, indicating that the safety locking pin was tightened in manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of plaque in the right superficial femoral artery (proximal and mid segments, lesion length greater than 190mm, artery diameter 6mm) with the protege ef v10, stent deformation was observed in the late stages of deployment. The stent/struts were deformed in vivo, and the stent accordioned. A kink was noted in the proximal stent during the procedure. The stent was surgically removed from the patient and the procedure was completed using a new device. No patient complications have been reported as a result of this event.